Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient battery was overdischarged and was going to be replaced. It was reported that the battery was attempted to be jump started but since this was the patient¿s third time being over discharged there was no luck getting activity. It was reported that the patient was going to be scheduled for surgery. It was reported that surgical intervention was planned, but not yet scheduled. It was also reported that during the patient¿s replacement surgery, they were going to get a visual on the leads to check their placement as the patient has had multiple falls over the last year. The issue had not been resolved at the time of the report. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the manufacturer representative reporting that the device just was not charged as the patient did not have a routine in place. The device remains implanted at this time and the health care professional (hcp) would scheduled the patient¿s replacement at another date. Therefore, the device cannot be returned at this time. No further complications were reported.